Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting sensation, burning sensation, and a loss of therapeutic effect following a fall on the device. Impedance measurements on some of the bipolar electrodes (electrode 3) were >4000 ohms. Follow-up information from the healthcare professional attributed the event to the lead (malfunction due to trauma) and confirmed patient symptoms of new pain in the right buttock and shocking sensation. Reprogramming and mapping on (B) (6) 2010, were unsuccessful and caused pain. The device was turned off. X-rays were pending. A revision was possible pending further follow-up with the physician.